Manufacturer narrative:
The lot was manufactured from (B)(4) 2016 to (B)(4) 2016. The actual device was not available; however, a companion sample and a photograph of the sample were received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by manually filling the bladder with solution with no issues noted. A flow rate test was also performed and the flow rate was found to be within the product specification. Inspection of the photograph of the actual sample provided evidence that the bladder had ruptured. The reported condition was verified via the photograph evaluation. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured. This occurred during filing with an unspecified cytotoxic drug. There was no patient involvement. No additional information is available.